Event description:
Clinical study. Same case as 2134265-2008-02306. It was reported that 653 days after a coronary stenting treatment procedure, the patient presented with silent ischemia and restenosis. The patient presented for treatment with an acute myocardial infarction. The lesion being treated in the index procedure was a 2.75mm, 95% stenosed, 14mm long portion of the proximal left anterior descending (prox lad) artery. After predilatation the vessel was occluded. The physician placed a 2.75x16mm taxus study stent in the target lesion. The physician placed a 2.5x24mm taxus study stent, distal to the first taxus stent, with a gap between both stents. The patient was discharged 7 days later. Six hundred and fifty three days after the index procedure, the patient presented with silent ischemia. The patient was asymptomatic. Stress echo showed restenosis to the proximal marginal border of the taxus stent and was treated with poba. The patient was discharged the same day. In the opinion of the physician, the relationship of the event to the taxus stents is possibly related.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A labeling review identified that the device was used per the taxus express2 directions for use (dfu). The condition of the target lesion was 95% stenosed. This could have been a potential contributing factor to the complaint incident. A review of the manufacturing documentation could not be performed as the batch number is unknown. The most probable root cause classification of anticipated procedural complication.